Event description:
Abutment fracture and fracture of implant. On (B)(6) 2026 nw note - the customer has requested for a remake order to be created for the patient. On (B)(6) 2026 (B)(6): additional information from cf: "it's cracked around the margin and extended to the lingual. The patient's tongue is irritated. When we try to cut off the crown to have it remade the bur has damaged the implant abutment. Therefore, we have decided to remark the whole implant and to re-do this case for the patient."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803 . The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.